Event description:
It was reported that the bd intima ii leaked. The following information was provided by the initial reporter translated from chinese to english: "the patient came to our hospital with a cold and cough in (B)(6) 2024 and was given a closed intravenous indwelling needle for intravenous drip. When the indwelling needle was infused, water came out from the connection point of the indwelling needle. The indwelling needle was replaced and the infusion was resumed."

Manufacturer narrative:
Device evaluation: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be confirmed. Based on the limited investigation results, a root cause for the reported incident could not be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. H3 other text : see narrative below.